Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test,rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were not responding. The customer¿s blood glucose was 22 mmol/l. The customer was advised to observe time clock for one minute to verify if time advances and found that it was advancing. The troubleshooting was performed for the button anomaly and declined for the high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.